Event description:
New information provided indicated the device was explanted and replaced.

Manufacturer narrative:
The reported field events of premature battery depletion and a sensing anomaly were not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported far field r-wave oversensing in the atrial channel was observed on a pacing dependent patient. Multiple inappropriate ams episodes due to oversensing were also observed. Battery depletion due to high pacing output was also suspected, due to patient being lv pacing dependent. Device was reprogrammed and patient was doing well. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.